Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, a patient received an evoque valve in tricuspid position where during the procedure, the patient had an arrhythmia which lead to the implantation of a permanent pacemaker. The valve released at an ideal height and position. After approximately 20-30 seconds, the patient's rhythm jumped into ventricular fibrillation, precordial thump was performed as it was a skinny patient and the rhythm (persistent afib) came back. Same episode happened after 5 seconds and CPR shortly was needed. External defibrillator pads were placed and patient was stabilized with catecholamines and pacing via external pads. The decision was made to implant a pacemaker with a coronary sinus (cs) lead. The pacemaker was placed successfully and the patient was stable in the ICU.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.